Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the patient switched from the power module to battery power, he received a red heart alarm. The patient switched back to the power module and the alarms continued. The system controller was then exchanged without incident. The patient remains ongoing on the lvad and no further issues were reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Upon review of the system controller log file, it was noted that the log file recorded events with the controller trying to start the pump. Various alarm conditions were recorded within the log file consistent with the reported red heart alarm. During functional testing of the system controller, the controller was connected to a test pump and the system did not run. During further investigation, significant damage was found to the motor drive circuitry on the printed circuit board (pcb). The cause of the damage was unable to be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.